Event description:
The user facility reported to the MFR that during trachea suctioning procedure, the suction catheter disconnected from the valve and remained in the endotracheal tube. It was removed with a clamp. There was no report of injury or adverse consequences as a result of the disconnection. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This prod incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The MFR requested the sample for examination, but the user reported the sample was discarded and lot number was unk. Therefore, MFR was unable to perform adequate investigation as to the cause of the disconnection of the catheter. Based upon a small number of previous complaints regarding separation of the catheter, none of which resulted in injury ot the pt, kimberly-clark implemented a change in the mfg process in october 2007. In-process and lot release testing of the catheter bond to a minimum strength requirement is conducted to confirm adequate bonding. We will continue to monitor in-process and lot release test results and prod complaint trends to confirm this bonding issue has been corrected. Info from this incident will be included in our prod complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigation.